Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the failure in the data log history. Extensive performance testing could not reproduce the reported the failure. Based on all available evidence and complaint investigations of a similar nature, the investigation determined the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event and failed to recognize its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event and failed to recognize its internal battery. There was no patient injury reported as a result of this incident.